Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother reported the patient fell and broke his receiver. At the time of the event, patient's continuous glucose monitor was reading 6.0 mmol/l. Thirty minutes after the fall, patient felt dizzy and his mother took a fingerstick reading, which was 4.0 mmol/l. After two doses of glucogel, the patient was feeling fine again. No additional medical attention was required. The reported glucose values fall within the b zone of the parkes error grid. Data was provided for investigation, but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the problem and root cause could not be determined. No additional event or patient information is available.